Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with pre-op diagnoses as degenerative disk disease with recurrent disk herniation and lumbar radiculopathy at l5-s1. For which, patient underwent following procedures: posterior pedicle screw fusion, l5-s1 bilaterally with intertransverse fusion with allograft and harvested autograft, total facetectomy with decompression of the dural sac, harvest of autograft at l5-s1 on the right side and a total discectomy and interbody fusion at l5-s1 with transforaminal lumbar interbody approach and peek cage with allograft and autograft. Per op notes, a 9 mm high cage was packed with bmp sponge. The disk was flush irrigated and distractor was placed and then, the cage was oriented, vertically tapped into position, rotated across the midline and then, residual void was filled with a total of four bmp sponges with allograft bone. Patient tolerated the procedure well with no complications reported. (B)(6) 2009: patient got discharged.

Event description:
It was reported that the patient underwent a posterior-approach lumbar spine fusion at l5-s1 using rhbmp-2/acs. It is further reported that later imaging studies showed uncontrolled bone growth resulting in nerve compression near where the rhbmp-2/acs was implanted. It is reported that the patient currently suffers from chronic pain, radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.